Manufacturer narrative:
Device evaluation: analysis of the catheter revealed the white silicone shroud of the sutureless connector had been pulled back from the top of the titanium housing and had rotated out of position. Damage was seen on the retaining ring fingers. Difficulty with the sutureless connector led to explant.

Event description:
It was reported that the pump was flipping and that the patient was rather large and that this problem had been ongoing for some time. At the time reporter believed that this was the 3rd revision due to the pump flipping (please refer to MFR report # 3004209178-2014-01470 for prior revisions due to flipping). They were planning to move the pump from the abdomen to the buttocks so that it would be more shallow. A pocket depth of 6cm, however, reporter was not certain if that's the depth of the current pocket or intended new location (recommended maximum depth is of 2.5 cm to the top of the pump). It was later reported that the pump was repositioned from abdomen to back as of the date of this report. Patient had 114.3cm of the initial catheter (8780) that was trimmed a new catheter (8784) was added. Drug in the pump was morphine. It was later reported that patient was going to be changed to prialt in the healthcare provider¿s (hcp) office, but then the pump was discovered to be flipped. Drug change was not made. It was now stated that this was the 2nd time the pump was revised due to flipping (previously stated as 3rd revision) and that the primary revision was moving the pump from the abdomen too the buttocks region due to flipping. X-rays were done that confirmed the flip. It was added that the sutures were broken when directly visualized in surgery. During surgery, the connector was found to have impaired integrity, secondary to the revision. It was stated that the outer sleeve of the pump connector came off and it was very difficult for the hcp to remove the connector from the pump. The pump connector and 62.3cms of pump segment of the catheter were explanted, 52cms of the spinal segment of the catheter remained implanted. Patient status was noted as alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was diagnosed when the patient reported she had felt the pump moved/flipped. It was also reported this was the patient¿s second revision for pump inversion (please refer to MFR report # 3004209178-2014-01470). The pump was examined under x-ray and it verified the pump had indeed flipped. It was also reported during this revision the pump was placed in the posterior hip, to prevent future inversion. The patient¿s progress at this time was unknown. It was further reported there was no baclofen in the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8870, serial# unknown; product type software. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.